Manufacturer narrative:
The patient is (B)(6) in height. An event regarding osteolysis and liner wear involving a trident 10° crossfire insert 26 mm ID was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿burnishing and delamination were observed on the insert and are commonly identified damage modes on ultra-high molecular weight polyethylene (uhmwpe) acetabular inserts. The measured linear penetration wear rate on the articulating surface was consistent with wear rates determined in clinical studies. No evidence of manufacturing or material defects was observed on the returned uhmwpe acetabular insert.¿ dimensional inspection: a wear analysis was performed as part of the material analysis report (mar). The measured linear penetration wear rate on the articulating surface was consistent with wear rates determined in clinical studies. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, "based upon current findings, there is a high likelihood of the osteolysis being not associated with any device-related or procedure-related aspect of the case while additionally device-related factors were excluded for the poly insert through explant materials analysis.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: based on the provided information, there is no indication that the device contributed to the reported event. Furthermore, a material analysis indicated that no manufacturing or material defects were observed. The exact cause of the osteolysis could not be determined because of a lack of information. Further information such as findings pre, during, and post revision surgery are needed to complete the investigation for determining the root cause.

Event description:
It was reported: on (B)(6) 2003: tha surgery was done for left oa. On (B)(6) 2014: revision surgery caused by osteolysis. Also, an x-ray of the exeter stem showing loosening was noted.

Event description:
It was reported: on (B)(6) 2003: tha surgery was done for left oa. On (B)(6) 2014: revision surgery caused by osteolysis. Also, an x-ray of the exeter stem showing loosening was noted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.